Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: fluid is seen inside the device. The reported complaint cannot be determined from the photos. Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.